Manufacturer narrative:
The subject device was returned for evaluation and visually evaluated. The guide wire and back up tabs on the device were found to be significantly bent from applied force. The condition likely resulted in the misfiring and jamming that was reported by the user. It was also noted that the barrel insert component that is on the distal end of the device was detached from the cannula assembly and was not returned with the device. The tabs that hold the barrel insert to the cannula had been crimped during manufacture. It appears that the damage/bent components led to a combination of factors that contributed to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." As reported, the personnel present in the case did not note the detachment of the component in use. As such it is not known when this problem presented. A definitive conclusion cannot be made at this time as to the cause of the component bending/damage. It is known that attempted fixation into hard structures can result in component damage and is warned against in the instruction-for-use supplied with the device. The IFU states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength. The IFU also states that "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: it was reported that during a laparoscopic event with a ventralight st w/echo, after 19 optifix fasteners were deployed, the device misfired and then stopped delivering additional fasteners. It seemed as if the device (qty. 30 fasteners) was empty. Additional optifix devices were used to complete the procedure successfully. There was no patient injury reported as a result of this event. When the sample was returned to for evaluation, it was noted that the barrel insert that is located at the distal tip of the device was detached and missing. Bard/davol reached out to the surgeon and made him aware of the detached component. The bard/davol sales rep who was present in the case, stated she nor the medical staff did not see the component detach from the optifix device. Surgeon is taking no action at this time.